Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box shows dated from 2016-01-17 to 2016-01-25. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available tdd¿s correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that had a blood glucose of 517 mg/dl with abdominal pain, nausea, and moderate ketones. During troubleshooting customer support found that the patient had a concurrent illness which was affecting the bg levels, and that the basal/temporary basal settings in the pump were incorrectly programmed. This complaint is being reported because the patient experienced hyperglycemia related to the use error of incorrectly programming the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the pump was incorrectly programmed.